Event description:
Patient presented to physician's office on (B)(6) 2025 with complaints of pain at implant site. Antibiotics were prescribed during on (B)(6) 2025 visit. During on (B)(6) 2025 visit, it was noted that patient did not start the antibiotics that were prescribed on (B)(6) 2025 and it was noted that the incision is now draining. The patient was directly admitted to the hospital from the office. Infectious disease was consulted and diagnosed patient with a pocket infection requiring remede system explant. The remede system was explanted on (B)(6) 2025. Blood cultures were collected on (B)(6) 2025 and showed no growth at 5 days. Cultures of the ipg pocket were collected on (B)(6) 2025 and were positive for mssa. Patient was discharged from the hospital on (B)(6) 2025 and prescribed linezolid 600 mg q 12 hours for 7 days.